Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The device was disassembled to investigate and a capacitor was measured and found to have failed. C9 is used to prevent the 18v line dropping low during the initial charge cycle. This would then cause an installed pad-pak to potentially blow its fuse and therefore appear depleted. During testing a test pad-pak was installed and although the fault did not cause the test pad-pak fuse to blow it did have a significant impact on the voltage due to the excess current drain and resulting in the device shutting down with a ¿warning, low battery, device service required¿ prompt. This may also have resulted in the device failing to switch on as per the reported fault. The functionality of the circuit is tested at heartsine and the device performed to specification throughout the history log until the 24th september 2017, therefore, it is assumed the component failed after this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Devices switch on automatically. No patient involved.

Manufacturer narrative:
Excemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Devices switch on automatically. No patient involved.